Manufacturer narrative:
The customer indicated the devices were discarded.

Event description:
The customer contact the pt received more IV fluid than intended. The tubing set was being used to deliver lactated ringer's 1000ml through an 18g needle via gravity. It was reported that during induction prior to surgery, the anesthesiologist delivered the solution "wide open." At the completion of the induction, the anesthesiologist noted that the bag was empty. The customer contact reported that 1000ml of solution was delivered in 7 to 10 mins. The anesthesiologist replaced the tubing set with an unspecified microdrip tubing set and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.